Event description:
A complaint of low readings was reported on a customer's precision xtra/optium meter. The customer obtained a reading of 70mg/dl compared to a laboratory reading of 177mg/dl. The readings were taken within a ten minute timeframe. When plotted against each other on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.